Event description:
It was reported that there was a malfunction code displayed on the customer's device, specifically noted as malf 9, which occurred without any notable preceding events. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller in doing so, and confirmed that the malfunction did not recur after the reset. The customer was informed to continue using the pump and to reach out if the issue reappears.